Manufacturer narrative:
Unit alarmed button error followed by unresponsive up arrow button due to corroded keypad traces. Unit passed displacement test. However, unable to perform prime test, basic occlusion test, occlusion test, excessive no delivery test or verify motor error alarms due to keypad anomaly. The motor was tested outside the device and passed. Unit received with cracked case at lcd window corners. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 147 mg/dl. Troubleshooting was not performed. The device was returned for analysis.